Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned, the root cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, when the cable was flexed the video was lost. A delay in the procedure of unreported duration occurred as another laryngoscope was obtained. No harm to the patient or user was reported.